Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that during a procedure at left internal carotid artery (ica) paraophthalmic aneurysm using a combination of coils and a flow-diverting stent. The physician first gained access into the m1 segment with the subject microcatheter, followed by access into the aneurysm using another microcatheter. The physician initially positioned but did not deploy the coil, then began unsheathing the distal end of the stent in the supraclinoid segment of the ica. He continued to unsheath the device and deployed the proximal end of the stent near the distal portion of the anterior genu (before the turn). He then deployed the initial coil and placed three additional coils. Following the coiling, the second microcatheter was removed, and angiographic imaging was performed. A proximal fishmouth or ledge was observed on the stent. Post-procedure, the patient experienced a stroke in the ICU (intensive care unit). Imaging revealed thrombus accumulation on both the proximal and distal ends of the stent. The physician advanced the catheters and performed one aspiration pass. He then tracked a wire through the proximal stent into the lumen and into the middle cerebral artery (mca). Integrilin was administered to prevent further thrombus formation, and verapamil was used to address mca vasospasm. The proximal portion of the stent was post-dilated two to three times using a transform super compliant balloon. Subsequent imaging showed improved wall apposition. The patient was later reported to be intact. The patient was on integrilin during the aneurysm treatment. No activated clotting time (act) was measured during the procedure. The patient had initially been on aspirin and plavix; however, the physician noted plans to transition to brilinta. According to the physician the adverse event (the mca spasm) relates to the catheters accessing the mca including stryker catheter. No additional information is available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected from adverse event and product problem to adverse event. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As per additional information no damage was noted to the device prior to use and the device was prepared as per directions for use. It was reported that after the procedure, the patient experienced a stroke in the ICU (intensive care unit). The adverse event, middle cerebral artery (mca) spasm could have been related to the catheters accessing the mca. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vasospasm serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during a procedure at left internal carotid artery (ica) paraophthalmic aneurysm using a combination of coils and a flow-diverting stent. The physician first gained access into the m1 segment with the subject microcatheter, followed by access into the aneurysm using another microcatheter. The physician initially positioned but did not deploy the coil, then began unsheathing the distal end of the stent in the supraclinoid segment of the ica. He continued to unsheath the device and deployed the proximal end of the stent near the distal portion of the anterior genu (before the turn). He then deployed the initial coil and placed three additional coils. Following the coiling, the second microcatheter was removed, and angiographic imaging was performed. A proximal fishmouth or ledge was observed on the stent. Post-procedure, the patient experienced a stroke in the ICU (intensive care unit). Imaging revealed thrombus accumulation on both the proximal and distal ends of the stent. The physician advanced the catheters and performed one aspiration pass. He then tracked a wire through the proximal stent into the lumen and into the middle cerebral artery (mca). Integrilin was administered to prevent further thrombus formation, and verapamil was used to address mca vasospasm. The proximal portion of the stent was post-dilated two to three times using a transform super compliant balloon. Subsequent imaging showed improved wall apposition. The patient was later reported to be intact. The patient was on integrilin during the aneurysm treatment. No activated clotting time (act) was measured during the procedure. The patient had initially been on aspirin and plavix; however, the physician noted plans to transition to brilinta. According to the physician the adverse event (the mca spasm) relates to the catheters accessing the mca including stryker catheter. No additional information is available.